Manufacturer narrative:
Additional information added in section g3-date received by manufacturer-10-18-2021.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam and caused issues with the blood. The patient did receive medical intervention and reported to be hospitalized. After the second attempt to have the device and components returned for evaluation, customer could not able to provide the information about device return. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused issues with the blood. The patient did receive medical intervention and reported to be hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.